Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product code #: 319.006. Synthes lot #: ft00400. Supplier lot #: ft00400. Released to warehouse: march 13, 2017. Supplier : flextronics america llc. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge f/scr ø2+2.4 meas-range up-t (part# 319.006, lot# ft00400, qty# 1) was received for investigation. Upon visual inspection, it is observed that the needle component of the device was broken and was not returned in the package. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection: no dimensional inspection was performed due to the post manufacturing damage of the device. Documentation/ specification review: the following drawing(s) was reviewed: -depth gauge for 2.0/ 2.4mm screws: current and manufactured revisions -needle no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for depth gauge f/scr ø2+2.4 meas-range up-t (part# 319.006, lot# ft00400, qty# 1) as it is observed that the needle component was broken and missing in the package. No definitive root cause could be determined based on the provided information. It is likely that the device encountered unintended forces. Protection sleeve might have got misplaced during sterilization. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021 the tip of the depth gauge broke during insertion. There was a two (2) minutes surgical delay. The replacement depth gauge was used to complete the procedure successfully. There were no patient consequences. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).